Event description:
The single incision laparoscopic surgery (sils) port lost air during surgery. The unit was replaced with a new unit that functioned normally. Surgery was completed with the new unit.